Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial#: (B)(4), implanted: (B)(6) 2014, product type: catheter. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(4), ubd: 26-sep-2015, UDI#: (B)(4). (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via manufacturer representative regarding a patient who was receiving morphine (25 mg/ml at 7.9 mg/day) and bupivicaine (4 mg/ml at 1.2787 mg/day) via intrathecal drug delivery pump for non-malignant pain and chronic low back pain. It was reported that the patient¿s pump was replaced for normal elective replacement indicator (eri), but the hcp was unable to aspirate the catheter, so they decided to replace the pump segment (27.1 cm) and did not add or remove any additional length. The hcp kept the patient overnight for observation due to the difficulties with aspiration. The rep had called because they wanted to know if they should bolus the added piece of catheter since it does not have drug and the remaining part of the catheter has drug. It was clarified that the whole system is connected and that they didn¿t want to bolus because that would bolus the patient instead. It was reviewed that there would be a break in therapy equivalent to 1.5 mg worth of morphine. No symptoms were reported. No further complications were reported.

Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer via a manufacturer representative on (B)(6) 2020. It was reported that the patient did not know their weight when asked. The patient reportedly experienced an increase in pain. It was noted that the pump and pump segment of the catheter were disposed of as the pump segment was flushed with sterile water in the operating room and was found to be patent.